Manufacturer narrative:
Insulin pump had unresponsive button due to corroded keypad traces. Insulin pump had cracked lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported initially that the insulin pump alarmed battery limit however unable to clear the alarm due to buttons were unresponsive. Customer stated the esc button was not working. Customer's blood glucose was 201 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.